Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Additionally, it was noted that the adhesive of the bending section cover was worn out. The distal end cover was damaged. The insertion tube was wrinkled. Annual preventive maintenance of biopsy channel and keytop rubber was performed. Bending angulation was out of specified value. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the auxiliary water channel of the gastrointestinal videoscope was clogged and there was too much pressure. The device was returned and an evaluation at the repair center revealed, the air/water channel was clogged with foreign material. It was impossible to remove the clogged material from the channel, making visual identification of the material difficult. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.